Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to latch. Field service engineer replaced insep latch to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that users were unable to remove medications, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.